Manufacturer narrative:
Corrective action and preventive action: we will modify the design drawings to shorten the length of the developing area of the needle point engraving and avoid the force position of the pliers. -due date 03/29/2018. We will modify the inspection drawings, strengthen the toughness of the tube in the area of the needle point carving, and reduce the risk of the bad products entering the production -due date 04/16/2018.

Event description:
Pre-market evaluation: clinician used competitive device that could not puncture tumor. They used micro-tech eus-fnb and were able to puncture. They went in a 2nd time with the same micro-tech needle to biopsy and when pulling the eus out, the needle had broken off and lodged into a side of the pancreas.the staff tried to remove the needle with forceps, but were unable to. The patient was admitted into a local hospital to have it removed.